Event description:
It was reported the patient experienced erosion and infection. The device was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device output and telemetry were tested and ok. The battery was assumed to be at normal end of life. Final device analysis revealed no anomaly found - normal device function.